Manufacturer narrative:
The report of ¿uncomfortable paresthesia¿ was not able to be confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all functional testing (no anomalous outputs were observed). No anomalies were identified that would have existed prior to explant that would have contributed to the alleged complaint.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced uncomfortable stimulation while therapy was on. Diagnostics indicated low impedances on the leads. As a result, patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue. The uncomfortable stimulation resolved postoperatively.